Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. It was also reported that a continuous glucose monitor (cgm) error occurred and a new sensor session was unable to be started. The customer reported a blood glucose (bg) level of 221 (mg/dl). Reportedly, the customer will contact their health care provider to obtain back up insulin therapy.